Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the universal surgical manipulator (usm3) experienced issues. The customer had no additional information to provide to the technical support engineer (tse). The customer elected to move their schedule procedure to another available da vinci system for the day. Tse reviewed the system logs from the 10 sept 2025 and did not find any errors related to the usm3 reported. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse identified multiple errors and replaced backplane fiber cable and universal surgical manipulator (usm). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported problem was confirmed and replicated. In the system logs, the error 31226 was found, indicating an error pointing to the rolling loop, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test failed on the rolling loop fiber. Once testing was completed, the rolling loop fiber cable was applied behavior analysis (aba) tested and was verified to be the source of the fault. The probable root cause is attributed to communication errors caused by a faulty rolling loop fiber cable located within the usm. This issue can be resolved by replacing the usm or disabling the affected usm to complete the procedure.